Manufacturer narrative:
This lead was returned for analysis. Upon analysis this investigation will be updated.

Event description:
It was reported that the physician noted the right ventricular (rv) lead was difficult to position with acceptable measurements after three to four attempts. The helix did not work as intended during the fifth position test. A different lead was used. The rv lead was returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations involved with difficulty with the helix mechanism.

Event description:
It was reported that the physician noted the right ventricular (rv) lead was difficult to position with acceptable measurements after three to four attempts. The helix did not work as intended during the fifth position test. A different lead was used. The rv lead was returned. No adverse patient effects were reported.